Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted asymmetrically (z-syndrome). The lens was removed and replaced with another model lens. Add'l info has been requested, but no add'l info has been received by bausch & lomb to date.